Manufacturer narrative:
(B)(4). This report for use error -failed to follow therapy steps was confirmed for use - error, however, the assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
A customer contacted global technical service (gts) regarding a check lines and bags alarm that appeared on the home choice (hc) during use, during prime, patient was not connected. The home patient (hp) stated they have already changed the cassette out but did not change the bags out. The technical service representative (tsr) advised the hp that they needed to change the bags and the cassette together. The tsr advised the hp to start over with a new cassette and all new bags. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance spoke with the home patient (hp) on (B)(6) 2011 regarding a check lines and bags alarm, addressed in separate complaint. The hp stated that they continued therapy with hc using new supplies. The supplies had been discarded. The hp had declined sending in a companion sample. The lot number was unavailable. The hp stated that the drain line was caught on the door when their wife had gotten in the shower and they believe that was what caused the alarm. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.